Event description:
Same event as MFR report # 2134265-2008-01088. It was reported that during a percutaneous coronary interventional procedure, the wire and burr became stuck. The 99% stenosed, calcified lesion being treated was located in the moderately tortuous distal right coronary artery. The extra support rotawire was advanced to the lesion; however, it could not be advanced distal to the lesion. In order to ablate the lesion, the burr was rotated at the proximal portion of the distal tip of the extra support rotawire. Two ablations were completed at 190,000 rpms. The extra support rotawire then became stuck in the burr and was not able to be removed. Both devices were removed as a unit. The procedure was completed with these devices. No pt complications were reported, and pt status was reported as 'good'.